Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple incomplete cartridge change alerts with multiple cartridges during the load process. Reportedly, the alert was declared immediately after the customer entered the load process although the pump is set to alert the user after 3 minutes. Reportedly, the customer has manual injections available as alternate insulin therapy.